Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe contained foreign matter. The following information was provided by the initial reporter: ¿this is a 1 ml IV syringe. It looks like a piece of copper might be stuck between the wall and barrel of the syringe. One of the pharmacy technicians noticed it while prepared a medication in the IV room. She pushed out the medication and brought it to my attention." Particulate matter found on one each of a bd 1ml ll tip syringe, part #309628. The date of the incident is (B)(6) 2023. The product did not reach the patient, no harm resulted.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) - follow up MDR for device evaluation. It was reported there was a particulate matter found on one syringe. To aid in the investigation, one sample and two photos of a luer lok syringe from lot 3207388 were received for evaluation by our quality team. Three unsealed packages with all applicable product information on the top web were also received with the syringe. The syringe has an unknown copper colored piece of material inside the barrel consistent with embedded foreign matter. The photos show a loose syringe from opposite angles with the condition described in the returned syringe. The condition observed is non-conforming per product specification and is associated with the molding process. The embedded foreign matter defect is cosmetic and does not pose a risk to the customer. A device history record review was completed for provided material number 309628, lot 3207388. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3207388 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This defect is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative